Event description:
It was reported that during a ureteroscopy procedure, the fiber split in two inside the disposable flexible ureteroscope. The physician removed the portion of the fiber that had detached inside the patient. There were no procedure and patient outcome reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. According to the device instructions for use (IFU): do not pull aggressively on the fiber while it is connected to the laser. Do not use the fiber if the sterile packaging is opened or damaged. Do not use if labeling is incomplete or illegible. If necessary, return the fiber to the supplier for replacement. A damaged fiber may cause accidental laser exposure or injury the to the treatment room personnel or patient, and/or fire in the treatment room. The device history record confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. A risk review was completed and confirmed that the event of fiber cap/tip - detached/broke inside patient is defined in the risk documentation. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a ureteroscopy procedure, the fiber split in two inside the disposable flexible ureteroscope. The physician removed the portion of the fiber that had detached inside the patient. There were no procedure and patient outcome reported.